Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The wishbone link was reattached to the trigger handle and the instrument was reassembled. The instrument was then found to cycle without binding. Thirteen clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged wishbone link condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clips failed to load into the jaws. The second device with same lot number exhibited the same flaw. There was no medical intervention or patient injury.